Event description:
Customer called because she is having high bgs. Customer also, reported going to the ER about eighteen months ago for high bgs. Customer could not remember the details. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.